Event description:
It was reported that damage to the marker bands occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The deployment of the closure device did not meet release criteria, and the closure device was fully recaptured. Upon recapture of the closure device, the marker band was damaged. A new wds device was used to complete the procedure. No patient complications were noted.